Event description:
Patient was undergoing stenting in his left femoral artery through a right femoral artery approach. At the end of the procedure the physician was unable to remove the closure device. He was bleeding from it and a cardiovascular surgeon was called to take pt to surgery. The device was in the profunda femoral artery below the first branch and the artery per the surgeon was small and may have been the reason why the device was stuck. The artery was 4-5 mm in diameter at most. In removing the device, some of the wall came with the artery so it was necessary to do a patch angioplasty. When the pt was discharged on (B)(6) 2012, the wound looked fine, he was up ambulating, did have some ecchymosis in the right thigh from the bleeding in the soft tissues. Pt has follow up appointment on (B)(6) 2012, for a recheck.